Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the diagnosis procedure was completed as planned as it worked manually. The philips field service engineer went onsite and identified that the large display arm was unable to move up and down. Upon troubleshooting, the philips engineer identified a loose connector on the arm and proceeded to tighten it. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.